Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was the error code "1520". The device was visually inspected and found battery compartment damaged, liquid crystal display (lcd) lens contaminated. During the function testing, it was found that the downstream occlusion (dso) sensor was damaged. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the pump had error code "1520" during testing". During device evaluation it was found the downstream occlusion (dso) sensor was damaged.